Event description:
It was reported that the patient developed infection and presented to the hospital for an ICD system extraction. The ICD system including the right ventricular lead was explanted. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).